Event description:
During a gastric resection the surgeon fired the tlh90 and the staples were malformed. The surgeon reloaded the stapler, refired, and it worked fine. There was no consequence to the patient.

Manufacturer narrative:
Based on the info received and the visual examination and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. The reported incident could not be repeated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.